Manufacturer narrative:
The device was not evaluated by the manufacturer because it was not returned to the manufacturer. The cause for this discordant hemoglobin result is unknown.

Event description:
The customer reported that the hemoglobin result measured on the rp 405 was higher than the results measured in the lab. The customer stated that because of the high result from the rp 405, the patient received a delayed blood transfusion. There was no reported injury to the patient associated with this issue.